Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was worn on the top and had stripped threads. The cap could not be secured properly to the pump, and a power loss was duplicated. A test cap secured properly to the pump and was used to exercise the pump for 24 hours with no duplicated power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)